Manufacturer narrative:
Correction: follow-up report submitted to document the device was not available for evaluation.

Event description:
The product was found broken at receipt. There was no associated procedure; no adverse consequences or medical interventions were reported.

Manufacturer narrative:
D4: please note, a full UDI is not available as the lot number is not known.

Event description:
The product was found broken at receipt. There was no associated procedure; no adverse consequences or medical interventions were reported.